Manufacturer narrative:
The pump remains in use supporting the patient. A direct correlation between the device and the reported event could not be conclusively established through this evaluation. The heartmate 3 lvas instructions for use lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. Information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding, is also provided in this document. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 11 months . The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2018 with anemia and was transfused with 3 units of packed red blood cells (prbcs). Gastrointestinal (gi) bleeding was suspected. At the time of the event, the patient's anti coagulation regimen included aspirin, warfarin, and persantine. The event resolved on (B)(6) 2018. No further information was provided.